Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. No vibration or beeps noted. Unable to verify button/keypad unresponsive due to blank display. Unit had corroded motor home switch. No moisture damage on keypad traces noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damaged. Customer's blood glucose was unknown mg/dl. The customer went after the kinds into the water and the device got wet. Customer stated that the device is vibrating without alarm or alert. Customer stated a constone tone is occuring. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.